Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have receive a no delivery alarm during a bolus delivery. Customer also reported that there was a dot and a black vertical line on display screen. Customer's blood glucose was 172 mg/dl. Customer changed infusion set and issue was temporarily resolved. Insulin pump passed self test and vertical line came back. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.